Event description:
It was reported that subsequent to a stenting treatment procedure the patient experienced chest pain, st elevated myocardial infarction and acute thrombosis. Access was obtained via the right femoral artery. The 90% stenosed target lesion being treated was located in the mid left anterior descending (lad) artery. The lesion was predilated with a 2.00x8mm apex balloon catheter twice to 12 atm for 12 and 20 seconds. A 2.50x16mm promus element plus stent delivery system was then advanced to the lesion and deployed at 11 atm after 20 seconds. Post-dilation with a 2.50x12mm quantum was then performed to 18 atm for 20 seconds and 22 atm for 20 seconds. A 3.00x12mm quantum was then advanced for post-dilation at 16 atm for 20 seconds. Shortly following the procedure, the patient had severe left side chest pain and an EKG identified st elevated myocardial infarction. The patient was returned to the cardiac catheterization lab and a thrombosis was detected in the previously placed promus element plus stent with 100% occlusion. The thrombosis was aspirated with a non-bsc catheter. Ivus was performed and confirmed that timi-3 flow was restored to the lad. A 2.50mm noncompliant balloon was then advanced for post-dilation of the promus element plus stent and inflated at 18-20 atm. Ivus was again performed confirming that the stent was well apposed, however there was residual in-stent thrombus at the mid lad. Several rounds of aspiration with a non-bsc catheter were made and the stent was post-dilated with a 3.50mm noncompliant balloon at 18-20 atm. The proximal portion of the stent was post-dilated with a 4.50mm noncompliant balloon at 12 atm. Ivus was again performed and confirmed a well apposed stent with 0% residual stenosis, no residual thrombus and timi-3 flow through the entire lad and diagonal branch. The patient was prescribed dual antiplatelet therapy. No additional patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).